Event description:
It was reported there was a rise in ventricular thresholds. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was a rise in ventricular thresholds. Additional information received indicated that the lead had high thresholds and no r waves were sensed. Reprogramming was done and the lead remains in use. There were no patient complications as a result of this event.